Event description:
The manufacturer received information alleging a ventilator service required condition had occurred on a trilogy ev300 device while the device was in patient use. The patient was removed from the ventilator and placed on another device. There was no report of patient harm or injury reported. The customer placed a service call to the local philips helpdesk for assistance. A philips remote service engineer (rse) assisted the customer in this issue. The philips rse had the customer provide the error log for review. The philips rse confirmed the customer¿s issue and observed error codes e-081 (oxygen blending module [obm} valve failure), e- 084 (oxygen [o2] regulation), and e-075 (obstruction expiratory) in the device¿s event log. The philips rse alleged an obm issue may be occurring on the device, and the device needs to come in for evaluation. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator service required condition had occurred on a trilogy ev300 device while the device was in patient use. The patient was removed from the ventilator and placed on another device. There was no report of patient harm or injury reported. The customer placed a service call to the local philips helpdesk for assistance. A philips remote service engineer (rse) assisted the customer in this issue. The philips rse had the customer provide the error log for review. The philips rse confirmed the customer¿s issue and observed error codes e-081 (oxygen blending module [obm} valve failure), e- 084 (oxygen [o2] regulation), and e-075 (obstruction expiratory) in the device¿s event log. The philips rse alleged an obm issue may be occurring on the device, and the device needs to come in for evaluation. Upon further evaluation of the device, the service log was reviewed, and it was determined the system printed circuit assembly (pca) board, proportional valve, and three-way (3-way) valve would need to be replaced on the device. The parts were ordered, and the philips fse was sent to the customer site. The philips fse confirmed the service required appeared on the screen. The philips fse ran some diagnostics tests prior to the repairs, which the device had failed. The philips fse replaced the device's system pca board, proportional valve, and 3-way valve to address this issue. Additional findings not related to the malfunction/issue the philips fse proactively replaced the machine flow sensor on the device. After all the parts were replaced on the device, the philips fse performed all required tests, and the device passed all of the tests. The device was returned to the customer for use.